Event description:
Medtronic received information that this bioprosthetic mitral valve exhibited paravalvular leakage. The decision was made to explant the valve. Upon explant, cuspal tears and perforations were observed on the valve. There was no evidence of endocarditis. The customer expressed no dissatisfaction with the performance of the valve. The product was returned for analysis.

Manufacturer narrative:
Device history reviewed. Results: review of the device history record shows that the product met manufacturing specifications when released for distribution. Analysis: received in a tan solution, 0.2% glutaraldehyde, in an explant kit without a box. All leaflets are slightly stiff but flexible except where mineralization is present. A small perforation and abrasions in the right cusp adjacent to the left right commissure appears to be due to bias wear. Remnants of pannus are present on the tops of the left right and right non-coronary stents posts, slightly extending onto the commissures. Glistening off white pannus extends over the sewing ring, tissue and base stitching adjacent to the non-coronary and left cusps, into the right non-coronary and non-coronary left inferior coaptive areas. Radiography shows moderate mineralization in the right and non-coronary cusps. Conclusion: reduced performance of the device appears to be related to mineralization and pannus, a condition attributed to the patient. The device was explanted and replaced without reported adverse patient effects.